Event description:
It was reported that the patient had post open-heart surgery unrelated to the system. It was noted that an increase in atrial capture thresholds was observed on the right atrial (ra) lead. Programing changes were made to increase atrial output. The ra lead was capped (B)(6) 2025 and replaced without complications. There were no reported patient consequences.